Manufacturer narrative:
The field svc engineer (fse) visited the facility and examined the sys. Cultures of the sys were not taken or provided. The fse replaced several hardware parts. Although this measure may have temporarily resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium and chloride results were generated by the unicel dxc 600 synchron sys. Calibration and quality controls were within spec two hours prior to the event. The results were not reported out of the lab. The samples were retested on the facility's other sys and yielded results within expectation. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.